Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery two years ago to implant the liner, and recently experienced leg pain and inability to walk. CT and x-ray examination revealed wear and severe displacement of the liner. A revision surgery was subsequently performed to remove the liner. The patient is currently stable.

Event description:
Received additional information: after investigation, the patient underwent total hip arthroplasty in the hospital due to "hip arthritis" on (B)(6) 2023. The surgeon implanted (B)(6) during the surgery, and the hospital reported that the surgical process and postoperative rehabilitation were smooth. In early 2026 (specific time unknown), the patient was unable to walk due to lower limb pain and went to the hospital for treatment. After CT and x-ray examinations, it was found that the liner was significantly worn, resulting in femoral head decentration. Therefore, the patient underwent revision surgery on (B)(6) 2026 to remove the worn liner. The patient is currently in a stable condition and no subsequent adverse event reports have been received.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d6b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿post-op dislocation & second surgery. It was reported that the patient underwent surgery two years ago to implant the liner, and recently experienced leg pain and inability to walk. CT and x-ray examination revealed wear and severe displacement of the liner. A revision surgery was subsequently performed to remove the liner. The patient is currently stable¿ the unknown hip acetabular cup was not returned to depuy synthes, however photos were provided for review. Review of the photographic evidence does not depict the reported acetabular cup; therefore, a complete evaluation of the cup condition could not be performed. However, based on the observed condition of the involved liner, such as rim fracture and deformation, it is reasonable to conclude that a disassociation event occurred between the acetabular cup and the liner. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed based on the observed condition of the involved liner. The unknown hip acetabular cup would contribute to the complained disassociation event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Added: d10 concomitant.